Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she was in the hospital for something not diabetes related and the hospital staff removed the batteries from her insulin pump. Customer inserted new batteries and received a pump error 23 alarm. Customer's blood glucose reading was 528 mg/dl; treated with a manual injection. Customer had battery out for eight hours and was advised that this was normal device behavior. Customer was advised to monitor the issue. The device was not replaced or returned.